Event description:
Litigation alleges patient experienced severe pain and discomfort. **patient is a resident of (B)(6). Update: 1/8/2013 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Records indicate that during the right hip surgery the femur was fractured.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
*Update: 3/25/2013 sales rep reports that the patient was revised because of pain, metal ion levels elevated. Dor: (B)(6) 2013 (left hip). No new information was received that would change the investigational results.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 2927609, 2951142, 2982947, and (B)(4). A search of the complaint database search finds two additional reported incident against lot code 2969774 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.